Event description:
I went to (B)(6) with a (B)(6) I bought for a co2 matrix fractional laser procedure to fix uneven skin. The device caused fat atrophy and damaged nerves/collagen and elastic on my entire face. As the weeks, months and years have passed it has only gotten worse. Being (B)(6) when it happened made it even more devastating because it seems like I had aged over ten years practically overnight. My identity has been taken from me and my well being of life is gone. There was no warning of this being a side effect. When I tried to go back to the (B)(6), the receptionist said that the laser tech was gone as she had only rented a space there, so I couldn't ask for a refund or demand funding to have my face fixed. If it even can be. Please do something about these lasers etc before more people's lives are destroyed. Thank you for your time. (B)(6).